Event description:
The device was used during a gastrectomy procedure. Reportedly, the suture broke while removing from the package. No pt injury.

Manufacturer narrative:
5/1/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, the exact cause could not be reliably determined.